Event description:
Attorney alleges a consumer was being transported in a van in their chair, when the van was involved in a motor vehicle accident, causing the consumer to be thrown about the van and allegedly suffer serious injury and details of injury not provided.